Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer did not know how the screen became cracked. The customer's blood glucose level was 470 mg/dl and was addressed with a bolus via the pump. As the pump was still functional, customer would continue to use the pump for insulin therapy.